Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h11b28012). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses, and frequencies not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. The consumer reported he thinks he caught the peritonitis due to not using the spike anymore and using the luer connection. The rn declined to answer questions.